Event description:
Customer reported several error alarms on the insulin pump. Customer stated that the battery was not out of the insulin pump for more than five minutes. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.